Event description:
It was reported to st. Jude medical that poor sensing, threshold and impedance was observed 5 days post-implant due to a suspected lead dislodgment or perforation. As a result, the lead was explanted and replaced.